Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by fatty jejunal anastomosis. Were there any issues experienced with device in the initial surgical procedure? Was a leak test performed? If so, what was the result? How has the leak identified? What was discovered at the site of the leak during secondary procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe shape and location. What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was reoperated due to a leaking fatty jejunal anastomosis, who initially underwent bypass surgery on (B)(6). At reoperation, the surgeon repaired the leak using manual suture.